Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, the helix of the right atrial (ra) lead would no longer extend. Upon explant, it was observed that the insulation in the lead body tubing was twisted. A new ra lead was implant successfully to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection revealed the helix partially extended and clogged with dried blood/tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue. The reported event of whole lead body twisted was not confirmed. Visual and x-ray inspections of the lead did not reveal any anomalies.